Manufacturer narrative:
Device was received with a critical pump error alarm. Did not note any presence of previous moisture or corrosion on the electronic assembly inside the case. Unable to upload or download due to a problem associated with the electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had an cross and an arrow pointing towards a book. Customer's blood glucose value was unknown. Customer reports they received the open book image on the insulin pump screen. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was assisted in troubleshooting. The device will be return for analysis.